Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Air was observed on the arterial side of the circuit during a routine hemodialysis treatment. Rinseback was not performed due to the amount of air, resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback due to the amount of air in the circuit. The air was attributed to issues with the patient's access. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.